Event description:
It was reported, the sheath had a broken ceramic tip. There was no delay with the procedure. And no anesthesia for the patient. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: address: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to field: h3, and h6. The device was returned for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage/wear to the insulating insert, whether the damage was triggered during the last preparation of the instrument or during the last procedure. Olympus will continue to monitor field performance for this device.